Event description:
During an atrial fibrillation procedure, when inserting the sheath, it was noted that the irrigation tube was not connected to the sheath anymore. The device was replaced with no additional intervention, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Corrected information: g3, h2, h3, h6 the investigation findings codes were updated due to the issue being confirmed by the photograph provided from the field.

Manufacturer narrative:
One image was submitted for evaluation to product performance engineering; no device components were returned. The sideport tubing appeared to be no longer attached to the hemostasis body. Visual inspection was based solely upon a review of the photographs provided. The device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.